Event description:
It was reported that the location of the patients battery was rubbing the belt line and patient felt quite bothersome when sitting because the belt tends to push the top of the ipg out towards the skin. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.